Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "went to get their mammogram done, and the technician thought they may have a deflation." This record represents the right side. Device remains implanted.